Manufacturer narrative:
Information was not provided by the reporter who was the patient. He only indicated he was in his mid 50's. No lot number was provided. Without lot number the company can not determine the expiration date or manufacturer date of product. There were a total of four drapes used on the patient to create a frame. The drapes were not returned back to 3m to be evaluated. End of report.

Event description:
A male customer who stated he was in his mid-50's had spinal surgery on (B)(6) 2015. Prior to surgery his skin was prepped with an unspecified product. 3m steri drapes(tm) were placed around the incision area. The surgery lasted 5 hours. On (B)(6) 2015 the man alleged itching on his back. He alleged redness and a raised rash where the steri drape(tm) adhesive had touched his skin. The man applied over-the-counter topical hydrocortisone cream to the area without success. He contacted his doctor and was given a prescription steroid cream (name not specified) and a prescription antihistamine (name not specified). The man has had a history of allergies to adhesives.